Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia due to reservoir was not locking in place properly and over delivery of insulin. It was reported that the customer got big shot of insulin because the piston was higher up and around 1 am the blood glucose levels dropped. It was reported that the meter read low and the customer had low blood glucose levels of 2.7 mmol/l. It was reported that the customer's current blood glucose level was 12 mmol/l. The customer drank three glasses of orange juice and with honey. It was reported that the customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer does not alleged that the insulin pump was over delivering insulin. During the troubleshooting, the customer was advised that the reservoir need to be locked in properly for the insulin pump to alarm. The insulin pump passed the displacement test. Product is not expected to return. Frn-mmt-332-rsvr. Unomed inf set.